Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, at delta-shaped anastomosis (side-to-side an astomosis), they connected the reload to the adapter. The surgeon approached to the stomach opening, then clamped the tissue of stomach and draw the cartridge to duodenum side, however the tissue was slipped out of the cartridge. The surgeon re-tried over and over again, however the same event occurred. Replaced by a new cartridge, despite that the tissue slipped out of the cartridge at first, the surgeon could fire the device finally. The status of the patient is no problem.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, at delta-shaped anastomosis (side-to-side an astomosis), they connected the reload to the adapter. The surgeon approached to the stomach opening, then clamped the tissue of stomach and draw the cartridge to duodenum side, however, the tissue was slipped out of the cartridge. Re-tried over and over again, however the same event occurred. Replaced by new cartridge, despite the tissue was slipped out of the cartridge at first, the surgeon could fire the device finally. The status of the patient is no problem.